Event description:
It was reported that the handpiece continued to run on its own during a hip procedure. The case was completed successfully with the same device. There was no medical intervention required. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device running on its own was duplicated. Internal components were severely corroded, which may have contributed to the event. Based on the investigation details, the likely cause for the reported complaint was problems with the motor and trigger assembly, which were both replaced along with other components.